Event description:
Customer reported there were no audio sound from the dpm central station, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the system and corrected the problem by reseating the audio jack.